Manufacturer narrative:
The product analysis will not be performed; the device was discarded by the facility

Event description:
It was reported that the plif (posterior lumbar interbody fusion) procedure tip of the bur was broken. Fragments were successfully retrieved from the patient. No intervention was performed to remove the broken pieces. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.